Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal /pelvic floor. It was reported that patient was diagnosed with a urinary tract infection(uti) . It was also reported that they have had diarrhea on and off since implant on (B)(6) 2017. Patient stated that the diarrhea can cause uti. No further complications were noted or anticipated.